Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The top half of the distal anchor is fractured at the internal threads and was returned off the device. The bottom half of the distal anchor is still inside the insertion device. The distal plug and proximal body anchor are still in place with no deficiency. A functional evaluation was performed on the returned device and found the orange deployment knob moves the proximal body anchor forward and the black deployment knob moves the distal anchor plug forward as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, misuse or rough handling. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that during an unspecified arthroscopy, the healicoil anchor broke when passing the four tapes through the anchor. The procedure was completed with a s+n back up device. There was a 5 minute surgical delay and no further complications were reported.